Manufacturer narrative:
On (B)(4) 2011, bec field service engineer (fse) performed service on the instrument. The fse found the odc (obstruction detection and correction) leaking from the bottom due to broken seals. The fse replaced odc assembly and calibrated. The fse performed probe alignment. Mc chemistries were calibrated and qc was run. All results passed the specifications. The fse verified repair per established procedures. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that modular chemistry (mc) sample probe on synchron lx20 pro clinical system was spraying liquid. The customer used ppe to clean the area. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.